Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
Related manufacturer reports: 3006705815-2020-31843, 3006705815-2020-31837 , 3006705815-2020-31835. It was reported that the patient's scs leads had migrated and were surgically moved back into position. The surgical intervention successfully resolved the migration issue.